Event description:
Reportedly, pacemaker-implanted patient received an external defibrillation shock on (B)(6) 2012, after what temporary pacing failure was observed. Then, normal pacemaker operation was recovered. Pacemaker remains implanted. Explanations of observed behavior and recommendations are expected.

Manufacturer narrative:
On (B)(4) 2013, this event concerns a device that was manufactured and used outside the united states. Analysis is pending.